Event description:
Caller states that she compared her device to a professional device due to concern about high readings. She states that her device read 506mg/dl while the professional device read 217mg/dl. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.